Event description:
It was reported that stent deployment issues occurred. The target lesion was located in the femoral artery. The physician pre-dilated the artery and advanced a 6x200x130 innova¿ stent with no issues. During deployment, the delivery system stopped working after only 10% of the stent was deployed. The physician removed the cover sheath so the entire stent could be delivered. In this attempt, the stent became elongated extending out from the introducer. Ambulatory surgery was performed to cut the rest of the stent and to place a graft in the artery puncture site. The stent was pre-dilated with another balloon and blood flow was recovered. The same stent was used to completed the procedure. The patient is stable following the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).